Event description:
I received a kit but it had zero labels. Why is my tax dollars going to medical idiots? Don't you have people checking to make sure all components are in boxes for tests? No labels to return or label who performed test. No labels in box to label who took test. No labels to put on test to return.